Manufacturer narrative:
As part of CAPA 0032, a retrospective review was conducted to analyze the failure to submit this MDR within the required 30-day timeframe. The review identified inadequacies in the complaint handling procedure, including the absence of standardized definitions for reportable events aligned with FDA regulations. This lack of harmonization significantly contributed to the misidentification of this complaint as a reportable MDR. Additionally, the complaint handling unit did not have a structured workflow to guide decision-making when initial information was insufficient, further impacting timely and accurate reporting.

Event description:
The patient underwent right breast reconstruction with a tissue expander. Surgiphor was applied first, followed by siteguard. Arista was used to control bleeding. The doctor noted that stopping to ensure bleeding was fully controlled added time to the procedure.